Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the rewind of the insulin pump was not possible. Customer could not complete rewind and that happened during set change. The patient¿s blood glucose level was 7.2 mmol/l at the time of the incident. The customer was advised that the reservoir needs to be replaced. The device is expected to be returned for analysis.

Manufacturer narrative:
Device alarmed drive count or time values or changes incorrect for moving or coasting error during the rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to drive count or time values or changes incorrect for moving or coasting error.